Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es patient was not crossing over from meditech to pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the medication was in the failed unit. A technical support specialist (tss) worked on the station and the application server through securelink. The tss backed up the database, confirmed its size was normal, and verified that transactions between the station and server matched with no errors. The tss successfully performed a full synchronization without dropping the database, rebooted the station, and confirmed the med application was running with the disconnected mode cleared and cleared the upload error from the webpage. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es patient was not crossing over from meditech to pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.